Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+b (hcg + b) on a cobas e 402 analytical unit. The initial result was 2.00 miu/ml with a data flag. The repeat result was 1063 miu/ml.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6). Calibration and qc were acceptable. The customer repeated the sample 5 times with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The customer programs the hcg + b application to run all samples with a 1:10 dilution. This is not recommended. Product labeling states: "samples with hcg concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:100 (either automatically by the analyzers or manually). The concentration of the diluted sample must be 100 miu/ml." Many "sample short" alarms were observed on the alarm trace data. No instrument maintenance issues were identified. The investigation did not identify a product problem. The cause of the event could not be determined.